Event description:
Oct. 14 2025: integrum received information that a patient's axor ii (B)(6) released in bending and rotation during use and caused the patient to fall. No injuries reported. The date of the events is unknown. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification, including functionally tested with pass result as part of final release. The unit has not been sent for annual service since its initial release 2023. Oct. 24 2025: technical investigation of unit (B)(6) performed. During the investigation the device functions were tested and components inspected. The reported issues could be replicated; the bending and rotation releases values were below specification due to dirt and wear of components. During service, worn components were replaced, the unit was cleaned and the release mechanisms calibrated. The unit was functionally tested according to specification with approved results. Since unit (B)(6) has not been sent for annual service (which includes check of the release functions) according to the IFU, the conclusion of the investigation is that the root cause is insufficient maintenance.